Manufacturer narrative:
Device not accessible for testing: at this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted when additional information is provided. Device not returned to manufacturer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) at a certain high altitude initiates an auto fill and then shuts down. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4,d1,d4(version#,catalog#,serial#,UDI#),e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h10 h3 other text : repair service not done.